Manufacturer narrative:
Update; event date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An relient stent graft balloon was intended to be used as an accessory device for the expansion of the thoracic graft. It was reported that during the index procedure when the device was being prepped for use, a leak was observed in the balloon and the device was discontinued. The procedure was completed successfully with another balloon. As per the physician, cause of the event cannot be determined. No additional clinical sequalae were reported and the patient is fine.